Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor would stop at a certain position and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the electric dermatome in the power supply after the contact is bad, press the switch sometimes will not start device, event timing - outside surgery after the handle of the leather knife is connected to the power supply, the contact is not good, and sometimes it will not start if the switch is pressed. No exposed wires. Investigation found the motor would stop in certain positions and the rpm's were below specification. No adverse event was reported as a result of this malfunction.